Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand assist laparoscopic low anterior anastomosis, the device misfired. After a brief discussion, the physician realized that the device was not closed all the way. The green line was not visible in the window. They fired the device and the staples did not deploy but the device cut the tissue. They did a manual repair to resolve the issue. There was no patient injury.